Event description:
On (B)(6) 2017, it was reported when the patient presented in a hospital for an infection unrelated to the device. While the patient was monitored in the hospital, loss of capture was noted. The physician programmed the device to resolve the intermittent loss of capture and there was no consequence to the patient. On (B)(6) 2017, the patient presented in-clinic for a device check and the device was difficult to interrogate but the physician was able to note an acute rises in rv and lv thresholds as well as an episode of vf arrest. On (B)(6) 2017, the physician elected to explant and replace the rv lead due rising threshold. The lv lead was connected to the new device, the thresholds was noted to be normal. The patient was stable and did not experience any further adverse events.